Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead exhibited artifact/noise on stored electrograms (egms). It was noted the noise correlated with time and date of patient having surgery. The lead remains in use. No patient complications have been reported as a result of this event.